Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done the reported issue can be duplicated due to the failure mode observed of leakage at the luer tube bond. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the pump exhibited a leakage at the connection part during filling. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.